Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the edge of the stent struts were unraveled. The procedure was completed with a different device. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the first three proximal rows stent struts were not damaged, on the remaining part of the stent; stent struts showed severe stent damage; struts stretched, distorted, lifted and pulled distally over distal tip exposing the balloon wall. The maximum stent profile was measured and is within the specifications. The stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of shaft polymer extrusion found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the edge of the stent struts were unraveled. The procedure was completed with a different device. No patient complications were noted.